Manufacturer narrative:
The serial number of the customer's cobas e411 rack is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+beta results from three patient samples tested on the cobas e411 rack. Sample 1 on (B)(6) 2024: the initial result was <0.100 miu/ml with a data flag. The repeat result was 125.0 miu/ml with a data flag. Sample 2 on (B)(6) 2024: the initial result was 48.5 miu/ml. The first repeat result was 164 miu/ml. The second repeat result was 189 miu/ml. Sample 3 on (B)(6) 2024: the initial result was 1514 miu/ml with a data flag. The first repeat result was 2856 miu/ml with a data flag. The second repeat result was 2756 miu/ml with a data flag.

Manufacturer narrative:
The field service engineer inspected the analyzer and found the syringe seals to be leaking, the sample probe kinked, and the measuring cell was overdue. He replaced the kit maintenance and measuring cell. The investigation determined the event was caused by the aged measuring cell, kinked sample probe tube, and leaking syringe seals. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.